Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that three bd vacutainer® sst¿ blood collection tubes have been found containing molding defects and with the stopper difficult to remove during use. No patient impact was reported. The following has been provided by the initial reporter: november 8, 2023 biochemical and immunoassay instrument assembly line centrifugal decapitation when the inner layer of the gel stopper did not come off smoothly, can not be decapitated because the gel stopper partially missing, resulting in the sampling needle can not be sampled, affecting the detection of the time limit, while at the same time damage to the sampling needle.

Event description:
It has been reported that three bd vacutainer® sst¿ blood collection tubes have been found containing molding defects and with the stopper difficult to remove during use. No patient impact was reported. The following has been provided by the initial reporter: november 8, 2023 biochemical and immunoassay instrument assembly line centrifugal decapitation when the inner layer of the gel stopper did not come off smoothly, can not be decapitated because the gel stopper partially missing, resulting in the sampling needle can not be sampled, affecting the detection of the time limit, while at the same time damage to the sampling needle.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure modes for closure separation and defective stopper molding were observed. Additionally, forty-three (43) retention samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure modes based on the provided photos; however, r&d retention sample test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Bd was not able to identify a root cause for the indicated failure mode of defective stopper molding. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.